Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was defective. This was first noticed when pt tried to start backup infusion device on (B)(6) 2010. Infusion device was never used before. Up button pops up after it is pressed and released. Infusion device was not dropped and pt boluses 6-7 times per day. All other infusion device buttons were functioning as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.